Event description:
(B)(6) went for cataract surgery to (B)(6). He was using a medical instrument made by alcon to do the procedure. When implanting the new lens into her eye it stuck in the device. He had to cut here cornea to remove the stuck lens and then implant another one. He then stitched it up. She hasn't been able to see right for two months. I believe the dr was supposed to package the devise up and send it to alcom and report this malfunction. She continues to be treated by dr (B)(6) about this matter.